Manufacturer narrative:
It was reported that stent was released without problem but it was not totally expanded. As a result of analysis of returned device, outer sheath was not detached and stent was returned in state of fully deployed. The kinked mark was observed on outer/inner sheath, but it is assumed that it occurred during return process. Unlike the photo attached in the complaint description, stent cover is clear and the distal part which was expansion failure is fully expanded. Proximal part was still expanded partially. Stent was inserted into the water for 20 minutes under 37 degrees. After 20 minutes, stent was fully expanded. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but if the stenosis is not severe, it could be better expanded at temperatures similar to body temperature than out of body. However, if stent expansion is temporarily restricted due to pressure of the patient lesions, it may take time for temperature differences and other reasons to fully expand, even though the stent is removed from the patient's body, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. It is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure, and, unlike the attached photo, there is modification such as the blood of cover was removed etc. However, based on the expanded stent after inserting it on the 37 degrees water for 20 minutes, it is considered that the stent was expanded slowly due to the severe stenosis and as a result, the doctor has judged stent expansion fail. Also, based on the congealed blood on the stent cover in attached photo, it is assumed that the stent expansion may have affected even after it was removed out of the patient's body since lot of blood were applied on the stent cover before the stent expansion. It is considered that the stent was not expanded after removed from the patient's body since the bloods had congealed faster than the stent expansion time. Through the user manual by taewoong, it is stated that a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary. This complaint couldn't know the root cause, but it is assumed that it was malfunction for device due to pressure of patient's lesion and congealed blood and body fluids on the stent coating. There will be continued to monitor the same or similar customer complaints.

Event description:
Stent was released without problem but it was not totally expanded. Doctor resolved implant new one.